Event description:
It was reported that during a rotator cuff repair procedure, it was observed that the jaw on the expressew iii suture passer w/o hook device was not lining up. During in-house engineering evaluation, it was determined that the upper jaw was found slightly bent; therefore, it was not aligning with the lower jaw. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition as expected. The upper jaw was found slightly bent, therefore when closing the jaw is not aligning with the lower jaw. A functional test was not performed due to the damaged jaw. The overall complaint was confirmed as the observed condition of the expressew iii w/o hook would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to hard and continuous use, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to damages on the upper jaw, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.